Event description:
It is reported that the device was implanted in 2007. Revision surgery occurred in 2008, due to dislocation.

Manufacturer narrative:
The device was in vivo approx fourteen months, and the revision surgery was performed with a longevity constrained liner. Based on the above info and observations, the dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts (either the shell or the stem may have caused impingement (levering) of the stem against the liner, which could lead to femoral head/liner dislocation, unsatisfactory liner implantation - misalignment of the liner may also lead to impingement of the stem against the liner, extent of soft-tissue constraint-incorrect soft tissue tension and/or poor functional muscles around the hip may not be able to provide functional support to the joint, an pt behavior per the package insert states that extreme physical activity may increase the probability of adverse events, including dislocation. Cause cannot be definitively determined. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.